Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 , the patient was presented with severe unrelenting left leg pain and low back pain in the setting of recurrent disk herniation l3- l4 and l4-l5. So he underwent revision decompression l2-3 to l5-s1 with transforaminal interbody fusion l3-4 and l4-5 with local bone graft and bone morphogenic protein type 2. As per op-notes "..... The interspace was trialed to the appropriate size implant measuring 9 mm, which was then placed after being filled with bone graft and bone morphogenic protein type 2 and impacted into the interspace carefully protecting both the traversing and exiting nerve roots. Bone graft was placed in front of the implant prior to placement and behind it following placement in a stable manner....." The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.